Manufacturer narrative:
Device passed the displacement test, rewind, self test, unexpected restart error test and the dat test at 0.08740 inches. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). The motor was tested outside of the unit and passed. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 at 9:30 pm with blood glucose over 400 mg/dl. The customer's other blood glucose was 430 mg/dl. The customer was treated with insulin drip and manual injection. Troubleshooting was declined for high blood glucose. The product will be returned for analysis.